Event description:
It was reported that approx 4 days after a coronary drug eluting stenting treatment procedure, the pt returned with a subacute thrombosis. In 2004, the physician had successfully deployed a taxus express2 2.5 x 16 mm drug eluting stent in a mid-lad lesion. The pt received a heparin drip, integrilin and plavix. Four days later, the pt was still hospitalized and complained of chest pains. The physician determined that a subacute thrombosis had occurred in the mid lad stent. He successfully deployed a zeta 2.75 x 18 mm stent and a vision 3.0 x 23 mm stent within and a little proximal and distal to the previously implanted taxus stent. Several attempts to obtain additional info have been made, however, the facility is unable to determine the pt's identity to access the records.